Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 4 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient went to the clinic on (B)(6) 2016 due to a pump stoppage event. The patient was placed on an ungrounded power module patient cable. It was noted that the patient had recently given birth. Review of the submitted log file by the manufacturer's technical services representative confirmed pump stoppage events on (B)(6) 2016 that occurred on both the primary and backup system controllers. The events appeared to be a driveline short to shield. No pump stoppages have occurred on the ungrounded power module patient cable. The patient's ejection fraction was 40% and it was decided to wean the patient off lvad support. On the weekend of (B)(6) 2016, the pump speed was decreased to 7000 rpm and then down to 6000 rpm. The patient's ejection fraction was 55%. On (B)(6) 2016, the patient's pump was explanted.

Manufacturer narrative:
The report of a suspected internal driveline wire compromise causing pump stoppages was confirmed through the evaluation of the returned pump. Visual examination of the pump's blood contacting surfaces, upon disassembly, revealed only unstructured depositions of loosely clotted post-explant blood. There was no evidence of any developed or adhered depositions or thrombus formations within the device. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The driveline was returned cut approximately 11.5 inches from the pump housing and the remainder of the driveline was not returned. Continuity testing of the returned portion of the driveline extending from the pump housing revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, the metal braided shield appeared unremarkable except for one area of shield breakdown at the distal end of the driveline segment. Visual examination of the underlying wires in the area of the shield breakdown revealed a breach in the green wire insulation at approximately 10 inches from the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of a fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of the compromised green wire contacted the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed and pump stoppage events recorded in the submitted system controller log files. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.